Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. It is therefore questionable if the complaint is justified. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) for one patient. At 11:08 am, the result from the meter was 7.7 inr. At 12:30 pm, the laboratory result using an unknown reagent was 1.7 inr. The customer reviewed the meter memory and the result was not in the memory. The customer stated the only result for that date that could have been the patient was a result of 1.2 inr at 1:26 pm. The customer could not clarify the results. The therapeutic range was 2.0-4.0 inr.